Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 3.1 failed. A field service engineer (fse) addressed multiple issues, including drawer failures in drawers 3.1 and 3.2 and a malfunctioning scanner. The fse replaced the scanner cable and verified its functionality through the hardware test application (hta). The drawer module printed circuit board for module 3 was also replaced and tested successfully via hta self medstation performance analysis report (mpar) maintenance. Additionally, the fse resecured all row board, retractor, and internal pyxis bus cables, vacuumed the e-compartment, inspected for loose medications and debris, checked drawer rail operation and slide bumpers, tightened loose drawer fronts, and confirmed full system functionality through hta self-test and application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had station failed drawer. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had station failed drawer. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.